Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture after the patient suffered a fall. The lead was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.